Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7084832.

Event description:
It was reported that the patient experienced inadequate stimulation despite multiple reprogramming attempts. Patient complained an increased back pain, increased feet burning, increased right anterior thigh burning and complains of swelling in the back and in the abdomen. All components were explanted and will not be returned per hospital policy.